Event description:
Info obtained by lfs. Entered from hard copy by lfs in 2002, customer called because their one touch ultra meter did not turn on. Pt was informed that new test strips would be sent to check the meter, and pt was asked if they had a second meter to test their blood glucose. Pt answered that they had only this blood glucose meter, but pt was using visual test strips at the moment that they received at the hospital. When asked why they were at the hospital, pt said the meter had no power since the morning 2 days ago. On that day pt tested before breakfast. Result 178mg/dl. Before pt's second breakfast they wanted to measure their blood glucose again, but the meter did not turn on. Pt took 6 units of insulin without a result. The same happened at lunch: pt injected 3 units of insulin. Normally pt used more insulin, but they were afraid of hypoglycemia and injected less insulin. In the evening pt still had no symptoms, but went to the doctor to be sure. The doctor measured the blood glucose and got a result of 654mg/dl. The doctor admitted the pt immediately. Pt received infusions. Pt's blood glucose gradually decreased. After some hours (pt did not know how long exactly) their blood glucose was normal again. The next day, the pt was discharged from the hospital. Pt did not allege that the meter was the reason they injected less insulin. Pt's meter was replaced.